Event description:
The reporter stated the haptic of a cq2015a collamer aspheric three piece lens was detached. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.